Manufacturer narrative:
(B)(4).

Event description:
The customer stated personnel on the 3rd shift had calibrated and run quality controls (qc) at the beginning of 3rd shift. Then, the results for some patients tested during 1st shift on (B)(6) 2017 were not matching a delta check when tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The patient samples from 1st shift were repeated on a different c501 module and the results matched the delta check for these patients. Personnel on 1st shift calibrated the ise tests and ran qc on the c501 module in question and then repeated the patient samples and the results now matched the results from the other c501 module as well as the delta check for these patients. The customer has looked at the calibration and qc data from the 3rd shift and the c values for that calibration are bigger than the historical values. The repeat calibration that the 1st shift did matches the historical values. The customer is wondering if the questionable calibration from 3rd shift could be caused by calibrator handling. The customer is concerned that 3rd shift personnel may be letting the cups of calibrator sit for a while before they use them causing evaporation. The customer provided erroneous na results for 2 samples from 1 patient. The na result from the initial sample was 129 mmol/l. The repeat result was 135 mmol/l. The initial na result from the 2nd sample was 129 mmol/l. The repeat result was 136 mmol/l. No adverse event occurred. The patient was not treated based on the incorrect results. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and did not identify any issues. The fse ran ise checks x20 and inspected the module. The customer had run calibration and quality controls and all results were within specification. The system was operational.

Manufacturer narrative:
A specific root cause could not be identified with the information available for investigation. Additional information was requested but was not provided. Possible root causes may be related to an ise/reference flow issue or mis-sampling of the patient sample due to improper pre-analytics.

Manufacturer narrative:
The customer has not had any more issues.